Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported report anomaly. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer continued the use of the application and it will not be returned for analysis.

Manufacturer narrative:
Complaint summary: helpline reported that user was not seeing average set change value on assessment & progress report , however other reports are showing up the set change events performed on the particular date. Investigation/testing summary: an attempt was made to reproduce the issue by generating the assessment & progress report for the user for the recent 14 days period and observed that the issue was not reproducible. To investigate further, we asked the helpline support team to furnish the steps taken during the user's most recent set change, along with accompanying screenshots. Upon reviewing the screenshots, the following detailed observations have been summarized: the set change will be indicated if there are changes in both cannula and tubing fills. On a specific date, the user was missing tubing, resulting in the set change value not appearing in the reports. The assessment & progress report will exhibit the average set change value only if multiple set changes were executed during the selected reporting period. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under """"sw requirement doc. (Most likely) root cause: the root cause of this issue is due to lack of user training. Analysis summary: provided the analysis feedback to the helpline based on the provided information. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.